Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 21 mm sjm trifecta valve was implanted. Post procedure, the patient developed grade iii atrioventricular block requiring a permanent pacemaker implant on (B)(6) 2011. The patient also tested positive for mrsa and antibiotics were administered. Additional information received indicated that on (B)(6) 2016, the patient died of multi-organ failure. Per report, the patient had developed a cardiac decompensation with persistent pleural effusions treated with pleurocentesis (x5) followed by overall worsening of condition with elevated infection parameters. An autopsy was not performed. ((B)(6)).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 21 mm sjm trifecta valve was implanted. Post procedure, the patient developed grade iii atrioventricular block requiring a permanent pacemaker implant on (B)(6) 2011. The patient also tested positive for (B)(6) and antibiotics were administered. No additional information is anticipated.